Event description:
The neuromodulation unit that was implanted on (B)(6) 2011 stopped emitting electrical impulses. The battery lost all power. It was from st. Jude medical co. Model #3850ans. The unit had to be surgically removed and replaced on (B)(6) 2011. The battery should have had an operational life of up to three-3-years. We were told the battery came from a different supplier as the normal battery was produced in the section of (B)(6) that suffered from the (B)(6) and the plant was closed. The unit that was used for replacement was about a third larger and is to have an output life of over five-5-years. It is also an ans unit from the same company. We are experiencing a power loss problem with this unit. It has shut itself down once and continues to issue a "low battery" warning and to contact our physician. The st jude clinical specialist ensures us that the unit will continue to function with power. We are checking the battery twice a week to verify the unit continues to function with electrical output. Dates of use: (B)(6) 2011 - (B)(6) 2012. Reason for use: neuromodulation unit for chronic pain.